Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst indicated that proximal portions of the is-1, rv, svc pins were all that were returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) alert was triggered for the right ventricular (rv) lead due to high rv and superior vena cava (svc) coil impedance, high pacing impedance, noise and high threshold. The rv lead was explanted. No patient complications have been reported as a result of this event.